Manufacturer narrative:
Investigation summary: bd received 1 photograph and 18 samples from the customer in support of this complaint. The photo was evaluated showing an unused tube. The 18 customer samples were returned, and 1 out of 18 was filled with water, the tube was evaluated, and the water level indicated the issue of underfill. Additionally, the 17 returned samples were functionally tested and there were no issues related to underfill as all 17 tubes drew within specification. Bd was able to confirm the customers¿ indicated failure mode of underfill based on the returned sample, however, testing the unused returns did not confirm the reported defect. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tubes will only partially fill. They only fill up to 7 or 8 ml instead of 10 ml."

Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tubes will only partially fill. They only fill up to 7 or 8 ml instead of 10 ml.".

Manufacturer narrative:
H.6. Investigation summary: bd received 1 photograph and 18 samples from the customer in support of this complaint. The photo was evaluated showing an unused tube. The 18 customer samples were returned, and 1 out of 18 was filled with water, the tube was evaluated, and the water level indicated the issue of underfill. Additionally, the 17 returned samples were functionally tested and there were no issues related to underfill as all 17 tubes drew within specification. Bd was able to confirm the customers¿ indicated failure mode of underfill based on the returned sample, however, testing the unused returns did not confirm the reported defect. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. H3 other text : see h.10.